Manufacturer narrative:
Investigation included review of available device-reported glucose data and user feedback. Investigation of this case revealed that the root cause could not be determined based on available information. It was concluded that no device malfunction could be confirmed and that user-specific factors or therapy settings could have contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user stated the ilet kept him at continuous low glucose, disrupted his sleep, and that he did not like the pump functionality; device data reviewed showed a recent hypoglycemic event with low and very low glucose percentages recorded. Symptoms included low blood glucose. Outcomes included the user¿s dissatisfaction with therapy and intention to consult with the healthcare provider regarding continued use.